Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was not impacted. A pump system check was performed and the occlusion was found to be within the infusion set tubing. Air bubbles were observed in the infusion set tubing. After an infusion set tubing change, the customer received another occlusion alarm. The customer changed their infusion set tubing multiple times and continued to receive occlusion alarms. The customer experienced a bg level of 400mg/dl and medium levels of ketones. The customer contacted their healthcare provider who advised them to stop using the pump, revert back to manual injections for diabetes management and consume water to address the bg levels. The customer stated that they believe the occlusion alarms are due to an underlying pump issue caused by the cartridge and pump being removed perhaps incorrectly during a medical procedure. The customer changed their cartridge as it had been in use for over three days and began troubleshooting but troubleshooting could not be completed due to the call being disconnected. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.